Manufacturer narrative:
The suspect device is not expected to be returned for evaluation. A follow up report will be submitted once the investigation and the product history review are complete.

Event description:
It was reported via clinical trial that a subject experienced an event of moderate restenosis as evidence by 75% stenosis in the circuit at proximal edge of rhapsody device requiring percutaneous intervention via high-pressure balloon angioplasty. The event was considered to be resolved, target lesion related, not related to procedure, and definitely related to study device.